Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with lower rate pacing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and the implantable pulse generator (ipg) was pacing below the lower rate. It was noted that a mode switch had occurred. Ipg reprogramming occurred. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.